Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A 2.50x32mm ion stent was deployed in the left anterior descending artery (lad) at 12atms. It was noted that the stent was well positioned; however, it was noted that there was plaque on both edges of the stent. The patient was put on 600mg of plavix at discharge. Four days later the patient presented with chest pain and it was discovered that the previously placed ion stent was totally occluded. A 2.75mm nc qunatum apex balloon was inflated inside the stent and then a 2.25x32mm ion stent was deployed distally and another 2.25x8mm ion stent was deployed distal to the first stent. A 3.0mm ion stent was then deployed proximal to the original ion stent implanted in the lesion. The lesion was postdilated and the procedure was successfully completed. It was noted that the patient was switched from plavix to effient. No additional patient complications were reported and the patient's current condition is okay.